Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b18: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, during a revascularization procedure in the patient's superficial femoral artery, the intended treatment site was prepped with 2mm and 4mm angioplasty balloons and then a 7mm ivl balloon (unspecified brands). A 7fr x 45cm destination sheath was used to advance a 7mm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over an 018 command wire. The viabahn® device was advanced to the target lesion. And the deployment line was pulled. The first layer of the zipper unraveled to the distal tip but was unable to continue deployment beyond the turnaround. As reported, there was no device expansion observed. The constrained device was removed through the sheath with no issues. The same sheath was used to advance the viabahn® devices (8x25 and 7x15). The two devices were deployed with no issues to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
D9: updated/device returned. B01: device was returned for evaluation. The engineering evaluation states the reported failure to deploy is consistent with the findings of partial deployment, deployment line loose, exposed distal shaft and a kink on the catheter. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established within the engineering evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation.